Manufacturer narrative:
The customer¿s report of the infusion stopping was confirmed. The report of a cracked bezel was also confirmed. Physical inspection noted the device to be in fair condition with the instrument seal intact. The bezel was cracked at the lower door hinge. The pcu and its event log were not received. Review of the pump module event log shows that the module was last used to infuse at 7:13am on (B)(6) 2015. The device was programmed to infuse an unknown drug or fluid at 1ml/hr with a vtbi of 14ml. The device alarmed for channel malfunction at 11:23am and the next entry in the log is a power on at 8:15am on (B)(6) 2015. Analysis of the pump module error log shows a malfunction occurred at 11:23 am on (B)(6) 2015 for a sensor broken high failure (error code 240.4150.0). The bottle side sensor failed the analog sensors task test; testing showed the upper pressure voltage was railed with no set installed. Functional testing was performed and the device was found to be delivering fluid within specification. The root cause of the infusion stopping was identified as a channel malfunction caused by a faulty upper pressure sensor. The root cause of the cracked bezel was not identified.

Event description:
The customer reported a cracked bezel with patient involvement. It was reported that the device "was infusing and then stopped." The module was removed and replaced with another. There is no report of a channel error; it is unclear why the device stopped, or what the relationship is to the bezel crack, and no further information is available. There is no report of patient harm or medical intervention. No additional information is available.

Manufacturer narrative:
.